Event description:
Dr. (B)(6) surgical note: ¿satisfied that a complete decompression had been achieved, we then obtained immaculate hemostasis with bipolar cautery in the epidural space, unipolar cautery in the soft tissues, and bone wax in the bony margins. The wound was irrigated with copious amounts of antibiotic-impregnated normal saline solution and a small pledget of surgicel was left in the epidural space. The wound was closed in anatomic layers with interrupted vicryl suture, and the skin was closed with staples.¿ misuse of a medical product. (Surgicel), failure to comply with manufactures instructions and warnings/adverse side affects/contraindication (inset: paralysis and nerve damage have been reported.) According to: ethion a part of johnson & johnson family: surgicel insert warns of the contraindications and adverse side affects of surgicel left in situ. See below information that is provided and that is readily available to all. ¿paralysis and nerve damage have been reported when other surgical products were used around, in, or in proximity to foramina in bone, areas of bony confine, the spinal cord, and/or the optic nerve and chiasm. While most of these reports have been in connection with laminectomy, reports of paralysis have also been received in connection with other procedures. Warnings and precautions). Foreign body reactions have been reported with other products from the surgicel family of absorbable hemostat.¿ postsurgical changes l5-s1 compatible with laminotomy on the right. Some mild enhancing tissue seen ventral thecal sac compatible with scar tissue. Fairly mild residual disc bulge without any apparent significant interval recurrent protrusion or extrusion. No significant stenosis. No displacement of the descending s1 nerve roots, or affect on the exiting l5 nerve roots. Disc bulge l4-5, slightly dominant right lateral compartment, no displacement of the lateral nerve roots. No significant central or foraminal stenosis. Disc herniation l5-s1 (l4-s1), right greater than left paracentral disc protrusion posteriorly displacing the descending right s1 nerve root. Bilateral foraminal stenosis l5-s1. L4-l5: small posterior annular fissure. Minimal bilateral foraminal stenosis. Bilateral s1 radiculopathy. Facet arthropathy. Epidural fibrosis. Postlaminectomy syndrome. Reflex sympathetic dystrophy or causalgia-type of symptomatology. Gait deviation due to combination of above. Neurogenic bladder disabled from surgical procedure. Company name: (B)(6).